Manufacturer narrative:
Upon further review, bd has determined that this MDR was reported in error. Per work order, no issue was found. This report is being submitted as additional information. If additional information is needed, a supplemental report will be submitted. An investigation was not completed as no issue was found per work order. The initial reporter's phone number: (B)(6). The initial reporter's facility name: (B)(6). Correction: d. All available UDI information is being provided. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during maintenance by bd, temperature fluctuations were detected but not noted in the maintenance log. Per review of wo on 01dec2025, there was no patient involvement.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. Initial reporter phone: (B)(6). Initial reporter name: (B)(6). All available UDI information is being provided. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during maintenance by bd, temperature fluctuations were detected but not noted in the maintenance log. Per review of wo on 01dec2025, there was no patient involvement.